Event description:
Event description cpi received information that a holter monitor on the patient with this implantable cardioverter defibrillator (ICD) recorded a noisy baseline and no pacing at a time when the patient complained of dizziness. No episodes were recorded by the ICD.